Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a study patient. It was reported the patient underwent a sensor implant procedure. During the procedure, the patient experienced left lower pulmonary artery micro perforation. This occurred prior to the delivery of the sensor. Patient became symptomatic and interventions were taken. The patient's health continued to decline and resuscitation took place, however, the patient passed away. It was stated that this event was not product related, but definitely procedure related. The sensor intended for use was not used/removed from its packaging/. Further device information is unknown at this time.

Manufacturer narrative:
User facility report: (B)(4) was received 12/21/2016. No new information received from this report.